Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Legal case.

Event description:
It was reported as a result of a legal claim that allegedly on or about (B)(6) 1999, a stryker trident acetabular hip system ceramic on ceramic was implanted in the patient. On or about (B)(6) 2002, (B)(6) 2003, (B)(6) 2003 and (B)(6) 2003, the patient allegedly suffered repeated dislocations of the left hip, lax gait. On or about (B)(6) 2003, the patient allegedly underwent revision surgery of the left trident system.

Manufacturer narrative:
An event regarding dislocation involving an omnifit liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for investigation. Medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no patient medical records were provided for review. No further investigation for this event is possible at this. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported as a result of a legal claim that allegedly on or about (B)(6) 1999, a stryker trident acetabular hip system ceramic on ceramic was implanted in the patient. On or about (B)(6) 2002, (B)(6) 2003, (B)(6) 2003 and (B)(6) 2003, the patient allegedly suffered repeated dislocations of the left hip, lax gait. On or about (B)(6) 2003, the patient allegedly underwent revision surgery of the left trident system.